Event description:
It was reported that the patient was in surgery for an unrelated procedure and the surgeon accidentally spliced the catheter. The patient's managing physician was informed. It was later reported that the patient's catheter was fractured. The distal end of the catheter had sheared, it was not known how much of it had sheared off. A revision was scheduled for (B)(6) 2011. The patient's pump was set to minimum rate until the revision. There was not a priming bolus done following the revision. The patient was placed in ICU following the revision and was being monitored. It was further reported that the patient was supplementing her medication through IV and oral drugs while the pump had been set to minimum rate. The patient was doing fine leading up to the revision. It was believed that the patient recovered and was doing fine following her revision. The drugs in the pump at the time of the event were fentanyl and hydromorphone.

Manufacturer narrative:
(B)(4).